Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion breaching the outer insulation at 7.6-7.8 cm from the connector pin. The damage was consistent with friction to the device can. All other damages were noted to be procedural. No fractures or shorts were found.

Event description:
This report is to advise of an event observed during analysis.